Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-06782. It was reported the patient 's leads reflected high impedance values on multiple lead contacts. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-06782 follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced. It was stated during the procedure the patient's old cervical lead appeared to be fractured. Reportedly, effective therapy was restored post-operative.